Event description:
Customer's mother reported a hospitalization due to high blood glucose levels. She stated that customer's insulin pump was shutting off. The battery was changed three times, and after the last time, the device had a blank display. The device was not holding a charge. Customer's mother called paramedics, and customer was taken to the emergency room. Customer's blood glucose level was 546 mg/dl. Customer's mother reported the battery cap on the insulin pump was stripped. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.